Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0061 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was noted while flushing the line by community nurse. Device was removed and a midline was placed. The device was secured with a secureacath. No reported patient injury.

Event description:
It was reported that leakage was noted while flushing the line by community nurse. Device was removed and a midline was placed. The device was secured with a secureacath. No reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. Kinks were observed in the catheter approximately 0.1 cm, 5.8 cm, and 9 cm distal to the molded joint. A circumferential split was observed approximately 1.2 cm distal to the molded joint. The 0 cm depth marker was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and both edges were observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split. Evidence of kinking was observed on the side of the catheter opposite the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split as well as the surface of the material opposite the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0061 showed two other similar product complaint(s) from this lot number.